Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log. The ultrafiltration was 585 ml during cycle 2, meaning the patient drained 585ml more than the fill volume of 500 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was owned by a clinical educator and was her training device, and had never been used on a patient. The iipv event was a training session with a dummy tummy and not an actual iipv. Based on information provided by the clinical educator there was no malfunction of the device that could have caused or contributed to a death or serious injury were it to recur.